Manufacturer narrative:
Patient information: no patient information provided. Implant date: exact implant date not provided. Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that a post-operative issue developed with the shunt system. As a result, it was explanted. Very limited information was provided. The shunt system was implanted for one year (exact implant date not reported) when the "ventricular" end of the catheter "ruptured apart". During revision, they discovered the valve was blocked. It was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.

Manufacturer narrative:
Investigation report. Manufacturing and quality control data: the gav valve was manufactured by a qualified employee in june 2017. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve was inspected as article fv329t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. The valve was received dry (not submersed in liquid as suggested. Reason of complaint: suspicion of: occlusion. Patient information: age: 15 months, weight: 10 kg, height: 50 cm, date of implantation: (B)(6) 2018, date of removal: (B)(6) 2019. Visual inspection: no significant deformations or damage of the valve were detected. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: this is a fixed pressure valve, and adjustment test is n/a. Braking force and brake function test: this is a fixed pressure valve, and this test is n/a. Results: it should be noted that the valve was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated to the best of our abilities. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion, likely due to the deposits. As described in our literature, the problem encountered is one of the known, inevitable risks of therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.